Event description:
I had my lap-band removed on (B)(6) 2016. I had this done because it was found that my port had flipped and I had severe pain on my left side, which turned out to be my spleen being enlarged almost twice the size it should be. Before and during this time, I was having complications when trying to eat. I couldn't keep food down and when it did go down, it got stuck frequently despite my chewing it to a pulp. Sometimes even liquid would come back up, resulting in my vomiting almost daily. I had a very slimy liquid start coming out of my mouth on several occasions for no reason at all. I lived mostly on liquid calories just to keep going. My doctor decided that the best thing for me was to remove the band. It was not helping me to lose weight and was causing me harm. My surgery to remove it took 5 hrs. It was attached to my liver and there was infection around the band site on the stomach. I had an open wound for ten weeks after surgery. I am still dealing with severe pain in my spleen and my doctor is trying to avoid talking it out, but it is not functioning properly and I am very susceptible to illness because my immune system is compromised.